Event description:
It was reported by the customer that a bd pyxis medstation es system was in disconnected mode and cubies needed to be broken into while a patient was in labor. Customer stated that the required stat medication was anti-hemorrhaging drug. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that communication issue was due to wall jack and internet protocol. A field service engineer swapped the cable in double wall jack and changed the ip address to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that communication issue was due to wall jack and internet protocol. A field service engineer swapped the cable in double wall jack and changed the ip address to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was in disconnected mode and cubies were broken during a patient was in labor. Customer stated that the required stat medication was anti-hemorrhaging drug and there was no delay in retrieving the medication. There were no adverse events or injuries reported based on this incident.